Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the loosened screw is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. At the time of the follow up visit the x-rays showed that the fracture was healed. The loose screw was left in place and presents no risk of injury or death for the patient. Sign fracture care international continues to monitor these events as part of our post market activities.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. There is no way to predict a non-union or failure to heal. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on 8/18/2016 that a sign im nail implanted to repair a fracture was replaced due to a non-union. The im nail was replaced with a 10mm x 380mm, standard nail per the sign technique manual.

Event description:
It was reported on (B)(6) 2015, that a sign im nail implanted to repair a fractured left femur; was shown to have a loose proximal screw during a follow up visit.